Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 22 mm amplatzer septal occluder (aso) was selected for implant. However, the left disk of the device deformed into a cobra-head shape when deployed in the left atrium and did not restore by itself. The aso was removed from the patient and a new 26 mm aso was successfully implanted.

Event description:
On (B)(6) 2019, a 22mm amplatzer septal occluder (aso) was selected for implant. However, the left disk of the device deformed into a cobra-head shape when deployed in the left atrium and did not restore by itself. The aso was removed from the patient and a new 26mm aso was successfully implanted.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.